Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c775583 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that no imaging would be provided to support the complaint investigation. From the patient¿s pre-existing conditions provided with this complaint, it is known that the patient had potential risk factors for thrombosis such as hypertension, advanced age and history of tobacco use. There is no evidence to suggest this event did not occur, therefore the customer complaint is confirmed based on customer testimony. It can be noted that worsened claudication and worsened rutherford are the symptoms of progressing peripheral artery disease. Therefore, the most likely cause of this occurrence is the patient¿s pre-existing conditions. It is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, bypass surgery was performed and the patient had a favourable outcome. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: ziv6-35-125-6.0-120-ptx x 3 were placed in the right sfa and above-knee popliteal artery of the patient. On (B)(6) 2012: thrombosis in the lesion was confirmed. "Worsen rutherford" and "worsen claudication" had been observed approximately since (B)(6). (The rpn or lot number of the thrombosed device(s) cannot be determined.) Unknown date: bypass surgery was performed. On (B)(6) 2013: the patient had a favourable outcome. As three zilver ptx devices are reported as involved in this event a separate report has been submitted for each suspect device. Reference also reports # 3001845648-2016-00014 and 3001845648-2016-00015.